Event description:
The customer contacted baxter's service center regarding a system error 2240 alarm which occurred on the home choice (hc) during dwell 4 of 10. The technical service representative (tsr) explained alarm. The caregiver (cg) was advised to close all clamps, cycle the power to clear alarm, discard supplies and start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the peritoneal dialysis (pd) nurse regarding the reported event. The nurse stated she was not made aware of the alarm, but stated the hp was doing well on therapy. Per the nurse, there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.